Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. No physical product investigation was possible as the wire was discarded at the hospital. The clinical assessment indicated fluoroscopy showed a distal 3cm segment of the verrata pressure wire separated from the remainder of the wire. The segment of the wire remained within a distal side branch of the lcx coronary artery. Attempts to remove this segment were unsuccessful and complicated by dissection, av fistula formation and side branch occlusion, resulting in myocardial infarction. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints via complaint review meetings and trend data.

Event description:
The customer reported the procedure was performed on a (B)(6) man as part of coronary angio on (B)(6) 2015. The doctor decided to perform a pci as he detected stent restenosis. The doctor was challenged by a dissection of the peripheral branches of cx, an arteriovenous fistula and a small side branch occlusion. During this maneuver the doctor saw that the wire fractured. An interventional radiologist was called to assist with the removal of the wire. The biggest part of the wire was removed but a small segment remained inside the patient. Echocardiographic control after the procedure shows visually substantially unmodified ventricular cf with echocardiography done earlier, ef about 30%. The wire was discarded at the hospital. Due to the complications, the patient had an extended stay in the hospital. Patient was discharged on (B)(6) 2015 and transferred to the local hospital for observation. At time patient left (B)(6), his condition was described as 'moderate'. Patient will be called back for an angio control within four weeks.